Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage at the filling port of a large volume infusor. The set was filled with fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6: h4: the device was manufactured from may 29, 2019 - may 31, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed evidence of a leak at the fill port. Therefore, the reported condition was verified. The cause of the condition could not be determined, however, the most probable cause was determined to be glass fragments becoming lodged under the checkband during the user filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.